Manufacturer narrative:
Corrected data: date of event:(B)(6) 2018 in initial MDR is corrected to (B)(6) 2018. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.50/+2.5/071 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2018. The lens was repositioned on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. Another lens was not implanted.